Event description:
The device was used during an unspecified procedure. Reportedly, the tip of instrument broke off in the pt's cavity. The surgeon was able to retrieve the component without injury to the pt.